Manufacturer narrative:
(B)(4). After further investigation by quality engineering, the assignable cause for this condition was assigned to a broken/cracked power cord.

Event description:
The facility reported a colleague infusion pump with power cord damage. It is unknown when this condition occurred, however, it is known to have occurred in the general patient ward. This condition had the potential to interrupt delivery. There was no report of patient/user involvement, injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with power cord damaged was confirmed but not duplicated during product evaluation. A definitive root cause has not yet been identified. The power cord was replaced to correct the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.